Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during dwell 1 of 5. The technical service representative (tsr) had the home patient (hp) close all clamps and the transfer set, cycled the power off and system error 2367 occurred. The hp cycled the power off and on to the press go to start prompt. The tsr explained the alarms and the home patient (hp) stated they left a spare line clamp open causing 2240 in dwell 1. The tsr explained to discard all supplies and to report alarms to peritoneal dialysis registered nurse (pdrn) the next morning. The hp would finish therapy manually. Per the callscript, the hp was connected at the time of the alarm, the hp did not disconnect any time prior to the alarm, all of the bags were spiked and connected properly, there was no patient extension line used, and there were open clamps on an unused supply lines. The proper procedure was reviewed with the patient. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Multiple attempts have been made to reach the registered nurse as well as the hp regarding this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed because the patient reported having a clamp open on an unused supply line during therapy. The cause was use error. The label review found the labeling adequate for the use error in this complaint.